Manufacturer narrative:
H3 other text : the device was evaluated by third party.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device cannot charge on 150j. Device was in clinical use at the time of event, however, there was no patient harm or injury reported to philips. Although no harm was reported, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.